Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. As stated in the gore tag thoracic endoprosthesis instructions for use, complications associated with the use of the gore tag device may include, but was not limited to, re-operation.

Event description:
On (B)(6), 2011, the pt was implanted with three gore tag thoracic endoprostheses. On (B)(6), 2011, the pt was implanted with an add'l gore tag thoracic endoprosthesis. Further investigation is in process.